Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, this right ventricular (rv) lead was suspected to have dislodged. Of note, there were no anomalies observed on the rv lead electrical measurements. A revision procedure was performed to reposition this lead. This rv lead remains in service. No additional adverse patient effects were reported.